Event description:
A complaint of unsatisfactory pain relief was received. The patient decided to have the precision system explanted. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be evaluated as they were discarded by the medical facility.